Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle wouldn't retract before use when pressing the button. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle didn't retract even pressed the white button."

Manufacturer narrative:
Investigation: bd received an 18 gauge insyte autoguard IV catheter unit from lot 7075699 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed traces of cured adhesive between the grip and activation button. The engineer attempted to retract the needle but was unsuccessful. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the excessive amount of cured adhesive prevented the activation button from being depressed. This was determined to be a manufacturing defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle wouldn't retract before use when pressing the button. The following information was provided by the initial reporter, translated from japanese to english: "the needle didn't retract even pressed the white button."